Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that power management had been enabled for usb devices within device manager. A technical support specialist changed the setting based on the knowledge article. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the pyxis medstation es system, encountered a connectivity issue with the insulin printer network. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.